Event description:
It was reported that there was a catheter revision scheduled for (B)(6) 2014 (friday). It was reported that the catheter was found to be out of intrathecal space on day of surgery. The spinal segment was replaced and the patient was doing well. There was no complaint of patient safety involved. It was unknown what the pump system was delivering.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Additional information received reported the pump system was delivering fentanyl. It was reported that the patient was experiencing increased pain. The intrathecal catheter "self-explanted." It was noted that the physician "removed partial catheter."